Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to deploy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that closure of an unspecified access site was attempted using three proglide devices relative to an atrial flutter ablation procedure. Reportedly, all three proglide devices failed to deploy. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.